Event description:
Customer reportedly received results of 68 mg/dl and 166 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. Customer states the meter has been exposed to moisture. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer